Event description:
The device was used during a laparoscopic splenectomy procedure. Reportedly, there was clip slippage, the clips scissored and disengaged into the pt's cavity. The surgeon performed a re-operation and manually sutured to correct the condition. The hosp has reported the pt's condition is satisfactory.